Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 10/27/2023. On (B)(6) 2023, the patient was experiencing dizziness. The patient¿s wife took him to the emergency room (ER) to see if the cgm was providing an accurate reading. At the ER, the cgm was reading 136 mg/dl and the bg meter was reading 68 mg/dl. The patient was provided a glucagon injection by an ER doctor. The patient recovered after treatment and was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b one of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.